Manufacturer narrative:
Reporting address & institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
The customer reported that the device shut off while in use. The device was in use at the time of the event, no patient or user harm reported. The device was removed without incident. Per the diagnostics performed by the engineer, the customer stated that the device shut off while in use; the device was removed from the patient without incident. The customer reported that it was unknown if device alarmed. An o2 analyzer was in place while in patient set up; it was also unknown if o2 analyzer alarmed. The biomed reported that the event log showed a 2002 code for shutdown, but no other codes were noted. The remote service engineer (rse) advised the customer that there was currently no remediation for the 35v failure. The rse advised the customer to run device overnight or longer, to try and duplicate complaint, then run full pvt before returning to service. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer reported that the device was ran for over 48 hours continuously, and the issue was not duplicated. The device was returned to service.